Event description:
It was reported that a patient underwent a vascular procedure (B)(6) 2022 and suture was used. During the procedure, when performing vascular suture (suture patch), the needle pulled off from the thread. The same issue happened with several needles used from the same lot. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there patient consequences as a result of this incident? No consequence if so, which ones and how were they processed? How many sutures were used during the procedure? 1. Have you received the return packaging? If so, could you return the device to us using the attached colissimo label? We are waiting for the recovery of the offending device. Additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. During how many procedures did needle pull-off occur. How many times did needle pull-off occur for in each procedure. The following additional information was received: 3/4 threads were involved on the same patient. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-09924 & 2210968-2022-09925.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/13/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that it was received five unopened samples that pertain to product code f1811. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.